Event description:
User alleges that during use leakage occurred at the top of the heat exchanger, where the cinnection from IV set (drip chamber and down) goes into the heat exchanger during a procedure, which resulted in a delay in transfusing fluids to a pt.